Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with dizziness. It was noted that the pacemaker was unable to be interrogated and that the battery was depleted. The device failed to capture and the patient experienced bradycardia. The device was explanted and replaced. The patient was in stable condition.